Manufacturer narrative:
Partial implant date reported as (B)(6) 2006. Additional, changed, and/or corrected data: d1, d.2a, d.2b, d4, h4, h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Peer/ supervisor reviewer. Additional, changed, and/or corrected data: a5, a6, b1, b5, b6, d6b, h6.

Event description:
Patient reported left side rupture. Device has been explanted.